Event description:
It was reported by the user facility that during preventive maintenance, the rover power cord had exposed wires. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service representative was sent to the user facility to evaluate the device, and the investigation is pending. A follow up report will be submitted if the investigation results require.